Manufacturer narrative:
The patient returned to the office and the doctor recemented the crowns using a different cement. The doctor admitted that he had not followed the instructions for use, and had skipped steps in the directions. He believes this to be the cause of the bond failures. The product was not returned for evaluation. This is the first MDR report of the two incidents reported.

Event description:
In 2008, a doctor reported that crowns placed in two different patients using nx3 had fallen off.